Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 439 mg/dl, 146 mg/dl, 75 mg/dl and 66 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the device manufacture date for the reported meter serial number is unknown. (B)(4).

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All results were within the range specification during control solution testing. Additionally, all the reported readings were found in the device's internal memory log within 10 minutes. In addition, this serves as a correction report. (B)(4).